Event description:
It was reported that the patient underwent posterior pelvic floor repair with vault suspension on (B)(6) 2004 and mesh was implanted. Following the procedure, the patient experienced asymptomatic exposure of a small area of mesh. In (B)(6) 2005, the patient underwent excision of portion of exposed mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.